Manufacturer narrative:
Evaluation summary: one used 0.5ml patient control module watch was received containing no solution. Upon receipt the pcm was visually examined for signs of abnormality, but none were found. Subsequently, a functional test was performed in accordance with procedure. The functional result was 0.502 ml which was within the specification range of 0.425-0.550ml. Therefore, based on the evaluation findings, the pcm watch performed as expected.

Event description:
Company in another country reports that a patient control module was being used with device when it overinfused during patient use whilst filled with ropivacaine hydrochloride hydrate (anapain) and normal saline for a total fill volume of 88ml. The duration of infusion is stated as 88ml/20.5 hr. The minimum infusion time should have been 21.38 hrs. The patient control module was reported as being pushed continously. The device was not used prior to this incident. There was no injury or medical intervention associated with this event.